Event description:
This case was reported by a consumer and described the occurrences of feeling of having a seizure in a (B)(6)-year-old female patient who received oral moisturisers (biotene moisturizing mouth spray(2013 formulation)) spray for product used for unk indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes. Concurrent medications included clonidine. On an unk date, the patient started oral moisturisers (unk) at unk dosing. At an unk time after starting oral moisturisers, the patient reported her hands were shaking and she felt like she was having a seizure. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the events were resolved. The MFR's report number for this case is 1718912-2103-00021. Biotene is manufactured in south (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing.